Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, a stent was implanted in the mid left anterior decending (coronary artery) without incident. Two months later the patient re-entered the cath lab complaining of chest pain. An angiogram was performed and the stent was found to no longer be covering the lesion. No other information was reported.